Manufacturer narrative:
Through further investigation, it was learned that the surgeon did not use the recommended three seizer technique prior to implanting the subject device. It was reported that the surgeon felt confident the subject device would fit the patient's annulus. Ten days postoperative, the subject device was removed an replaced with another 25mm edwards valve.

Manufacturer narrative:
Notes of the procedure were provided which indicate that the patient had a thin and fragile aortic wall. It has been determined that this event was likely due to patient and procedural related factors.

Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation. X-ray demonstrated wireform intact. The frame was expanded, however distorted. Suture holes were visible near all three black stitch markings on the sewing ring. Customer report of paravalvular leak could not be confirmed through visual observations. Based on the information received and results of the product evaluation the clinical observation could not be confirmed and cause cannot be conclusively determined; however, patient factors may have contributed to the event.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A paravalvular leak is described as a leak outside the valve, not going through the leaflets, and represents regurgitant flow between the sewing ring and the aortic wall. If hemodynamically significant, this will require replacement of the heart valve. There are several contributing factors to a paravalvular leak, including but not limited to, insufficient debridement of calcified tissue, surgical technique, sizing, and patient related conditions. Based on the information received the cause of the event cannot be conclusively determined and clinical observation cannot be confirmed; however, patient factors and surgical technique may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 25 mm aortic valve was explanted due to severe paravalvular leak (pvl) after an implant duration of 10 days. As reported, patient was weaned from mechanical ventilation and had a normal echo exam in the post operatory. It was reported that probably there was an error in the echocardiogram that delayed the pvl diagnosis. On post operative day four to five, patient clinical state worsened, and he started to present pulmonary infection after a renal failure. They repeated tte and later tee which revealed severe leak in the whole region of the ring and an important aortic regurgitation. The device was replaced with a 25 mm aortic valve. Although the surgery was reported to be successful, it was learned through investigation that patient unfortunately died one week after the aortic valve explant due to renal failure, with multiorgan dysfunction syndrome.